Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. It was noted that the device patient notifier test did not create a response. No intervention was reported. Patient would continue to be monitored.